Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. Troubleshooting with tandem technical support was performed. The pump still turns on when plugged into a power source. Reportedly, customer will continue to use the pump for continued insulin therapy. In addition, the customer reported they had low blood glucose levels. Customer stated her settings may need to be readjusted. Customer drank apple juice to stabilize blood glucose level. Recommendation was made to discuss diabetes management with health care provider.

Manufacturer narrative:
Low blood glucose level issue - no failure identified.